Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-52 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted prematurely, with pulse width in the atrial chamber being a point of suspicion. This was inconclusive as the ipg had reached elective replacement indicator (eri) and was pacing the ventricle only. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.